Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored ventricular episodes and delivered electric shocks. Upon further review, it was not possible to determine if these episodes were atrial or true ventricular tachycardia (vt). Additionally, boston scientific technical services (ts) noted oversensing of ventricular signals on the atrial channel. No additional adverse patient effects were reported. At this time, this device remains in service.